Event description:
IV placement was successful, attached the extension set and I was unable to withdraw blood nor flush the extension set. Switched to a different set and had success. FDA safety report ID# (B)(4).